Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench symbol alarm was confirmed with the returned power module (serial # (B)(6) ). The returned internal backup battery was installed into the power module and the ac power cord was connected to the ac outlet. The red battery/yellow wrench alarm became active, which indicated either the power module backup battery is not functioning properly, or it is not installed. The alarm was related to the internal backup battery, which electrical measurement indicated the battery was in deep discharged state. A root cause of the deep discharged state of the backup battery could not be determined through this evaluation. Performed preventive maintenance and all tests per procedure, which passed all testing. The power module was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. In section 3 of both manuals, powering the system, describes all audible and visual alarms. This includes red battery/yellow wrench alarm. Red battery/yellow wrench alarm this indicate the power module backup battery is not functioning properly or it is not installed. Also, in this section describes how to set up the power module before use. To set up the power module, perform these tasks: ¿ install the power module backup battery. ¿ connect the power cord. ¿ connect the power module patient cable. Also, steps to ¿installing the power module backup battery¿ describes how to connect or disconnect for when the power module is not in use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the power module alarmed with a yellow wrench alarm. The power module was exchanged.